Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during the evening the insulin pump vibrates and gives a missed bolus alarm. The customer stated he had been receiving the alarm for about 3 to 4 weeks. Blood glucose value at the time of the incident was 45 mg/dl. The alarm was explained to the customer and offered to delete one of the reminders, but he declined. Troubleshooting for low blood glucose was not performed. The customer stated he was working with his doctor regarding the blood glucose levels. The insulin pump will not be returned for analysis.